Manufacturer narrative:
No unexpected failed battery test alarms, blank display anomalies or ramping/scrolling of numbers noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the keypad appeared to be stuck when they attempted to bolus. The customer also stated, the numbers on their insulin pump were scrolling and ramping up and down. It was also found the customer had a failed battery test when the battery was removed and reinserted. Customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.